Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed oral antibiotics (date not reported). This did not alleviate the issue; subsequently the internal magnet was explanted (B)(6) 2014. The implanted device remains.